Event description:
It was reported via (B)(6) that complications occurred post procedure. On (B)(6) 2018, a watchman laa closure device was implanted during a laa closure procedure. Post procedure the patient experienced unspecified health problems and has been to the emergency room and hospitalized for unknown reasons. Boston scientific has attempted to obtain additional information, but none has been provided at this time. It was initially reported that the patient was implanted on (B)(6) 2018; however it was further reported that the watchman laa closure device was implanted on (B)(6) 2018. The complications that the patient experienced was blood loss possibly due to medication. The patient is currently taking a full aspirin per day.

Manufacturer narrative:
Date of event: unknown.

Manufacturer narrative:
Date of event: unknown.

Event description:
It was reported via (B)(6) that complications occurred post procedure. On (B)(6) 2018, a watchman laa closure device was implanted during a laa closure procedure. Post procedure the patient experienced unspecified health problems and has been to the emergency room and hospitalized for unknown reasons. Boston scientific has attempted to obtain additional information, but none has been provided at this time.